Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management.CAPA has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
Customer reported a cryocyte freezing container "blew up" when removed from the freezer. The customer stated the bag broke along the top. The cells were discarded as a result of the break. There was no adverse patient impact. The bag, containing 94ml of peripheral blood stem cells, was stored for approximately 1 month in ln2 liquid phase. The customer folds the donor tubing so that it is not taller than the yellow couplers, and a hand sealer clip is attached. The tubing is folded again and a hand sealer clip is attached. The bag is then heat sealed three times, and cut at the middle seal. A freezing press is not used. The bag was frozen and stored in a metal cassette (12mm thing x 135mm wide x 223mm long). The bag was cooled in a controlled rate freezer to -80c prior to placement in the final storage temperature. An overwrap was not used. The bag was stored in ln2 liquid, and was only in the vapor phase of ln2 while the rack was being pulled out of the freezer so the cassette could be retrieved. The bag was observed to be broken in the tissue bank where cryocyte bags are filled, frozen and stored. Baxter has requested, but not yet received the sample for evaluation.